Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: if yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? The piece was the white pad; it was retrieved and put in along with the harmonic.

Event description:
It was reported that during a laparoscopic ventral hernia repair procedure, it was reported that the pad on the inactive jaw of the harmonic fell off while in use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.